Event description:
User facility reported a successful novasure ablation performed in early 2009. The pt returned within 48 hours complaining of abdominal discomfort. During follow-up twelve days later, the physician reported the patient came to the ER with abdominal pain and fever and was admitted to the hospital on two days after the original date. "Her white blood cell count was initially 16,000 and rose to 19,000."an exploratory laparoscopy was done and "a uterine perforation was noted which was 0.5 cm in diameter and located halfway between the midline of the fundus and the cornua. There was also found to be a small bowel perforation associated with a thermal injury to the bowel." Treatment included a small bowel resection with re-anastomosis and a hysterectomy. "The pt did well and was discharged home in stable condition." During follow-up with the physician's office on the following month, the physician's nurse reported the pt was discharged from the hospital on original month and seen on follow-up, thirteen days later, and is fine.

Manufacturer narrative:
Three radio frequency controllers (rfc) were returned for evaluation because the facility did not know which of their 3 controllers was in use during this event. Device history record (DHR) reviews were conducted for the 3 radio frequency controllers reported. There were no abnormalities noted and the devices passed all inspection criteria for release. Device MFR date- 07/2008 (all 3 rfc). The coding in this section reflects the evaluation of the 3 radio frequency controllers. Device history record (DHR) review could not be conducted for the disposable device used in this procedure as a lot and serial number was not provided by the complainant. The disposable device was discarded by the facility. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.